Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping. Device check showed that this ICD had a year remaining a couple of months ago then a month later reached elective replacement indicator (eri). Moreover, data analysis indicated that the device was depleting normally. However, additional information received indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping. Device check showed that this ICD had a year remaining a couple of months ago then a month later reached elective replacement indicator (eri). Moreover, data analysis indicated that the device was depleting normally. However, additional information received indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation made with the device was not confirmed. The memory review noted no suspicious fault codes or resets. The device diagnostics showed that the calculated battery depletion rundown matches the actual rundown. Further, the device was put through and passed the returned product test that involves series of automated diagnostic testing that verified the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The device met longevity and operated normally. Hence, no problem was detected.